Event description:
Rptr noted several surgeons were having problems with this lot of sutures. One surgeon had 2 pts on the same day with frayed sutures. Post-op follow-up noted iris hernia(prolapse). This pt had second surgical procedure and sutures were replaced. Cases resolved without further complications.